Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy, and customer cleared the alarm and resumed insulin. Reportedly the customer is reusing cartridges and wearing the pump suppliles for 3-4 days. Tandem clinical support informed customer that re-using cartridges and wearing the pump supplies for 3-4 days, is off label per the user guide. Customer¿s blood glucose (bg) level was 150-475 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site change your cartridge every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site. Never reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.